Event description:
It was reported that the pt received inappropriate shocks due to t-wave oversensing. The physician elected to replaced the ICD with a different model.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retroactive review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field events of t-wave oversensing and inappropriate shock were confirmed in the laboratory via review of stored electrograms. The device was testing using automated testing equipment and no anomalies were found. The root cause of the t-wave oversensing was determined to be increased prominence of t-waves over the course of the implant.